Event description:
While the client was riding in his wheelchair, some bolts on the seat tube mount backed out causing the entire seat to move forward. This incident resulted in damage to the seat tube. The client was no injured. The dealer repaired the wheelchair. MFR determined that the likely cause of the incident is that fasteners were not tightened properly during mfg. MFR has notified production staff of the matter.